Event description:
It was reported that a patient experienced bacterial peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was not reported. The patient was hospitalized on the same day as onset of the peritonitis event. Treatment for the event was not reported. At the time of this report, the patient was still hospitalized and it was unknown if the patient had recovered from the peritonitis event. Action taken with dianeal therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The peritonitis event was manifested by cloudy effluent. The patient was discharged from the hospital eighteen days after being admitted. At the time of this report, the patient was recovered from the peritonitis event and the peritoneal dialysis effluent was clear. Dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.